Event description:
A genesys hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2010. According to the complainant, the patient had a stenotic cervix and it was extremely difficult to dilate properly. During the seal integrity phase, a fluid loss alarm was generated (rate unknown) and at that point, the case was aborted. It appears that a false passage or possible perforation may have occurred due to the an attempt to dilate with a non bsc dilator tool, trying to position the sheath or hysteroscope. It cannot be determined what caused the tissue damage, false passage or possible perforation and a decision was made to suture the patient . After which, no further action was thought to be needed. Clinical follow up information revealed the patient had previous cesarean sections and the device performed as intended. There were no further patient complications with this event and the patient's condition is reported to be "stable".

Manufacturer narrative:
The complainant was unable to provide the model number or the lot number, therefore, expiration and manufacturing dates cannot be determined. (B)(6). The complainant has indicated that the product has been disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A genesys hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2010. According to the complainant, the patient had a stenotic cervix and it was extremely difficult to dilate properly. During the seal integrity phase, a fluid loss alarm was generated (rate unknown) and at that point, the case was aborted. It appears that a false passage or possible perforation may have occurred due to the an attempt to dilate with a non bsc dilator tool, trying to position the sheath or hysteroscope. It cannot be determined what caused the tissue damage, false passage or possible perforation and a decision was made to suture the patient . After which, no further action was thought to be needed. Clinical follow up information revealed the patient had previous cesarean sections and the device performed as intended. There were no further patient complications with this event and the patient's condition is reported to be "stable".

Manufacturer narrative:
A ship history was conducted and only one probable lot (38865) was identified.